Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse has patient who has been on therapy for several days. Tomorrow will be last day. They were currently at target of 37c, but nurse continued to get alert 113 reduced water temperature control. This patient was an icecap patient. Patient at target, water temperature (wt) was 30.6c, flow rate (fr) was 2.2lpm, water level shows 2 bars, system hours were 5707, pump hours were 4855, chiller temperature (t4) was 4c, mixing pump command (mpc) was 100 percentage. Advised this device has a broken mixing pump. They would like to leave device in place so long as patient remains at target as they did not want to remove from the study unnecessarily. Spoke to confirm whether this would be the best decision considering the implications of being an icecap patient. Confirmed this would be at the customer's discretion.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. It was reported that the micu nurse has patient who has been on therapy for several days. Tomorrow will be last day. They were currently at target of 37c, but nurse continued to get alert 113 reduced water temperature control. Spoke to biomed troy who said they ran a check on this device and found no issue. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse has patient who has been on therapy for several days. Tomorrow will be last day. They were currently at target of 37c, but nurse continued to get alert 113 reduced water temperature control. This patient was an icecap patient. Patient at target, water temperature (wt) was 30.6c, flow rate (fr) was 2.2lpm, water level shows 2 bars, system hours were 5707, pump hours were 4855, chiller temperature (t4) was 4c, mixing pump command (mpc) was 100 percentage. Advised this device has a broken mixing pump. They would like to leave device in place so long as patient remains at target as they did not want to remove from the study unnecessarily. Spoke to confirm whether this would be the best decision considering the implications of being an icecap patient. Confirmed this would be at the customer's discretion. Per follow up information received via task on 14may2025, transferred to nurse educator who confirmed they had completed the trial on the patient. The device did continue to alert, but the water remained cool enough for therapy completion. They had made an order to their biomed and local representative for evaluation of this device but did not know its current status. Spoke to biomed who said they ran a check on this device and found no issue. Per follow up information received via task on 14may2025, spoke to biomed who said they ran a check on this device and found no issue.